Event description:
Wire came undone and left in pt leg. Advanced through the sheath. Medical intervention was required.

Manufacturer narrative:
Sample was not returned for eval nor lot number was provided for the eval. Guide wire are 100% inspected at various mfg stages of the process. Argon medical is unable to identify root cause due to no sample available and no lot number provided. Argon medical will continue to monitor for any future reporting on the issue.